Event description:
Caller reported a malfunction on pump identified by code malf 12. There was no adverse impact to customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur, and the customer was instructed to continue using pump and to call back if any issues arise. Caller acknowledged and understood the instructions.